Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be torn. Fluid could not pass through the entire fluid path due to the exposed portion of the soft cannula being torn. The exact timing and cause of this damage could not be determined. Damage was observed on the bottom housing. Although this damage did not interfere with the devices ability to deliver insulin, the timing and cause of this damage could not be determined. No other damages or deficiencies were observed during the investigation.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site. For treatment, the patient changed out the pod for a new pod.